Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump was not working. Also, the customer reported the insulin got cloudy while in the pump, and it's clogged, and didn't even alert to high. The customer reported a blood glucose value of 620 mg/dl. The customer reported hyperglycemia, and diabetic ketoacidosis was treated with an insulin pump (subcutaneous insulin infusion), an IV insulin drip (intravenous insulin infusion), and hospitalization. Also, the customer reported the symptoms of malaise and loss of consciousness were treated with hospitalization. The event involved products mmt-397, mmt-332a, and mmt-1880l. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-397 and mmt-332a. Mmt-1880l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. The pump was monitored for several days, and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 17-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 17-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 661250 (66.125 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 661250 (66.125 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 17-sep-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 09/17/2025 15:22:29.000.. 09/17/2025 15:32:00.000. Power loss alarm was found on: 09/17/2025 15:41:43.000. 09/17/2025 15:41:51.000. Pump error 23 alarm was found on: 09/17/2025 15:33:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Sgcalibrationerror (776) was found on: 09/16/2025 20:26:11.000. 09/16/2025 20:36:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. Programmed the sensor high settings for 120 mg/dl and turned the alert on high, alert before high, rise alert and rise limit alerts on. Pump was monitored, the glucose sensor simulator bg level was set to high, and the alert on high, alert before high, rise alert and rise limit alerts activated at 120 mg/dl properly with audio alerts. No absence of alarm (alert on high) noted. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.02 mv). The pump was received with a 1.363v duracell alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for absence of alarm (alert on high) and blank display (pump is not working) were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.